Manufacturer narrative:
(B)(4) although requested, no medical records were made available; therefore, there is no way to confirm a causal relationship between the fresenius dialyzer and the adverse event. Should additional information be made available, a supplemental MDR will be submitted. Manufacturing investigation: the reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility reported that a blood leak occurred two hours into the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. Blood was not visually observed. No dialyzer damage was visible. Blood test strips were used and tested positive. The machine alarmed. The patient's estimated blood loss (ebl) was noted as being approximately 250cc. The patient was administered 400cc of normal saline as a precautionary measure due to the blood loss. Following the event, the patient reported being short of breath and having lower back pain. The patient requested that the treatment be discontinued as opposed to be re-initiated with a new set-up, and then asked to be brought to the hospital. Emergency medical services (ems) were contacted (911) and the patient was transported to the hospital via ambulance. Upon arrival, the patient was evaluated; no medical intervention was required. The patient was not admitted, and was cleared to leave after approximately one hour. The patient has continued to receive routinely scheduled hd treatments with no further issues being experienced since this event. The complaint device is not available for evaluation as it was discarded by the user facility.